Event description:
It was reported that the patient complained of non-specific symptoms. The right atrial (ra) and right ventricular (rv) lead were exhibiting intermittent loss of capture and varying threshold. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: rvdr01, implantable pulse generator (ipg), implanted: (B)(6) 2012. Product ID: 5086mri58, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).